Manufacturer narrative:
Revision occurred 6 days after the primary surgery due to infection. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 6 days after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to infection at implant site and was a total system explantation. Fx was first alerted to this event on (B)(6) 2025, when following up regarding another revision the patient underwent on (B)(6) 2025, which did not involve fx product. A 36/16 mini system stem, 24 mm glenoid baseplate, 10 mm post extension, 36 mm centered glenosphere, 36 mm + 9 stability humeral cup, 2 locking screws, and 2 standard screws explanted. These items were replaced with a competitor antibiotic spacer.